Event description:
Consumer reported complaint for low, high and erratic blood glucose test results. Customer is also comparing results with another device. Mother reported complaint on behalf of the customer, her infant daughter. Complaint was initially reported via e-mail and mother was contacted via telephone. The customer¿s expected am fasting blood glucose test result range is 85-95 mg/dl and expected non-fasting blood glucose test result is 120 mg/dl. At the time of the call the customer felt well and did not report any symptoms. Caller stated that on (B)(6) 2025 she tested the customer's blood glucose am fasting and had obtained a result of 44 mg/dl. Caller had fed the customer and then tested again and obtained a result of 50 mg/dl non-fasting. Customer had been experiencing reflux and stomach discomfort. Caller retested and obtained a blood glucose test result of 30 mg/dl non-fasting. Caller gave the customer glucose gel and called 911. Paramedics had taken the customer to the hospital; customer's blood glucose test result at the hospital had been 90 mg/dl non-fasting. The diagnosis was hyperinsulinism. While at the hospital, caller stated that she had tested the customer's blood glucose and had obtained a result of 85 mg/dl; caller had tested an hour later after feeding and the result had been 130 mg/dl non-fasting. Caller had performed another test within a minute and the result was 100 mg/dl non-fasting. While hospitalized, the customer's blood glucose was monitored, and customer had been discharged from the hospital on (B)(6) 2025. There were recommended changes to customer's medical treatment plan: customer's insulin dosage had been changed. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2026 and test strips were opened 2 weeks prior to the call. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: (B)(6): user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.